Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump is not recognizing batteries after they are placed in. The customer's blood glucose level was 99 mg/dl. The customer had already tried multiple batteries. The customer stated that one of the batteries successfully recognized the battery, but the insulin pump only showed one bar. Troubleshooting for a blank display was done. Advised customer to insert a new aaa alkaline battery. Customer stated that the display returned. Advised customer to monitor the pump and that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window; scratched keypad overlay and cracked battery tube threads.